Event description:
It was reported that during device interrogation at a normal follow-up, a lead safety switch was noted from a competitor's right atrial (ra) lead. The switch occurred due to high, but still in range, pacing impedance measurement (1900 ohms). The physician elected to reprogram the device to resolve the event and continue with normal follow ups. The patient was stable with no adverse consequences. The system remains implanted and in service.